Event description:
Boston scientific received information that this pacemaker was explanted after 39 months of service. There was a concern the battery depleted prematurely. An invasive procedure was performed. This device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative reported the device would not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.